Manufacturer narrative:
This electrode is expected to be returned and a supplemental report will be submitted upon completion of analysis.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited shock impedance measurements of greater than 200 ohms. It was noted the impedances have been high for the last six months. Technical services (ts) recommended a chest x ray which was obtained. Ts noted only the header of this s-ICD was visible on the x ray however the bottom of this s-ICD was tilting away from the ribs and fascia. A significant distance between the coil and sternum was noted in the lateral image, which was likely the source of high impedance. The field representative was going to discuss an electrode revision with physician. Ts recommended defibrillation threshold (dft) testing. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this patient underwent a revision procedure in which this electrode was explanted due to the impedance clinical observations and replaced with a new electrode. The new electrode remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited shock impedance measurements of greater than 200 ohms. It was noted the impedances have been high for the last six months. Technical services (ts) recommended a chest x ray which was obtained. Ts noted only the header of this s-ICD was visible on the x ray however the bottom of this s-ICD was tilting away from the ribs and fascia. A significant distance between the coil and sternum was noted in the lateral image, which was likely the source of high impedance. The field representative was going to discuss an electrode revision with physician. Ts recommended defibrillation threshold (dft) testing. This s-ICD remains in service. No adverse patient effects were reported.